Manufacturer narrative:
The biosense webster inc. (Bwi) product analysis lab received the device for evaluation on 18-nov-2022. The device evaluation was completed on 22-nov-2022. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath was broken. They exchanged the sheath, and the issue was resolved. The case continued without any further incident. It was unknown if the hemostasis valve (gasket) dislodged inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not used on the patient. No adverse patient consequence was reported. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was damaged. A microscopic examination of the hub area was performed, and it was found stress marks near the star axis of insertion of the valve; in addition, the valve was found broken on the same area. The stress marks suggest that excessive force or manipulation was applied due to an extreme off axis angle of insertion. This condition may be related to the event described by the customer. Valve dislodgement occurs when extreme off axis angles is performed during insertion with the dilator, outside of what is recommended in the odp (optimal device performance guide). A device history record evaluation was performed for the finished device number 00002016 and no internal action was found during the review. The issue reported by the customer was confirmed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number 00002016 and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ large and a hemostatic valve separation issue occurred. It was reported that the hemostatic valve of the vizigo¿ sheath was broken. They exchanged the sheath, and the issue was resolved. The case continued without any further incident. It was unknown if the hemostasis valve (gasket) dislodged inside the hub. The brim cap/hub did not become detached from the sheath. The sheath was not used on the patient. No adverse patient consequence was reported. The hemostatic valve separation issue is MDR reportable.